Manufacturer narrative:
(B)(4). One cool point tubing set was received for evaluation. No visual anomalies were noted. No leaks, bubbles, or other functional anomalies were noted. The device was successfully primed and flow tested with no anomalies noted. The receiving inspection results for the above-referenced product were unable to be reviewed since the batch number is unknown the cause of the reported air embolism was related to operator use.

Event description:
During a left atrial arrhythmia ablation procedure, an air embolism occurred. During ablation, the irrigation bag for the ablation catheter emptied, flow stopped and the irrigation pump alarmed for air in the line. Upon replacement of the irrigation bag, the stopcock for the incorrect line was observed to have been inadvertently turned off to the patient while purging of air was performed. Air was visually noted in the line entering the patient and ECG st segment elevation occurred with air noted on fluoroscopy. Resuscitation efforts were performed for approximately an hour. The patient was transferred to ICU for monitoring and later expired on (B)(6) 2015. There were no performance issues noted with the sjm devices used.